Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Issue is still being investigated by manufacturing site.

Manufacturer narrative:
Getinge became aware of an issue with a surgical light powerled device. As it was stated, the outer handle was broken and it was in need of replacement. After repair and before release to the customer further examination of the light was performed and also an issue with paint chipping was found. There was no injury reported however we decided to report the issue in abundance of caution as any paint particle falling into the sterile field might be a source of contamination. The company representative, who visited the site, confirmed the alleged issue. It was established that when the event occurred, the surgical light did not meet its specification as breakage of the handle and also appearance of chipped paint could be considered as technical deficiency. The device contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Peeling paint is indicated by our product experts to likely be caused by mechanical collision of the light parts while breakage of handle looking at the age of product (11 years) could be result of wear and tear. The product powerled user manual IFU 01581 en ed. 09 includes an information to daily check the device for chipped paint and also for the damages and all the recommended and prohibited products are listed. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 28th april, 2020 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the customer had an issue with the handle. However we noticed that customer also have problem with paint chipping from the keypad of surgical light. Taking under consideration collected up data information we decided to report this case based on potential as any paint particles could fall off into sterile field or during procedure might cause contamination.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site.